Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced experienced malpositioning of the pump when it was pulled into the aorta. The pump could not be repositioned so it was replaced with a new impella cp.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: no product return. Device in wrong position: the cause of the device in wrong position was unable to be determined due to insufficient clinical details.